Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had error code 354.6770 and failed pressure sensor circuit test. No patient involvement was reported.

Manufacturer narrative:
Additional information h3, h6, h10 the customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from the date of manufacture 28nov2011 to the present date 17nov2020 and note that this device has been returned for service three times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had error code 354.6770 and failed pressure sensor circuit test. No patient involvement was reported.